Event description:
It was reported that during service of the ventilator, a technical alarm was found in the device logs at an earlier date. The technical alarm indicates a communication failure between the control printed circuit board and the monitoring printed circuit board. There was no pt involvement. (B)(4).

Manufacturer narrative:
The ventilator was investigated on site by our field service engineer. The reported technical alarm was not reproduced and no parts were replaced. The ventilator logs were downloaded and the ventilator was returned to service. Eval of the logs showed that the reported technical alarm was generated when the ventilator was in standby mode. The logs showed that a successful pre-use check was performed two days prior to the event date and that the ventilator was left in standby mode until the reported alarm was generated. The ventilator remained in standby mode for two hours before it was turned off. The ventilator was turned on 10 days later and a successful pre-use check was performed whereafter the ventilation was started. The ventilation was ongoing for 2 days without generation of the reported technical alarm. Received info from the hospital states that the ventilator is functioning without deviation. The true cause of the reported technical alarm was not been determined. The conditions causing this problem were lost after turning the ventilator off and on. (B)(4).